Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the indicator lights did not flash on the front panel display. The onboard power supply pcb (printed circuit board) was replaced with a known good lab inventory power supply pcb. The unit was reconnected and started again. However, the device still failed the initial power connect test. The unit was not receiving any power which is an indication that one of the fuses monitoring the 110 vac power supply may have blown. These fuses are located adjacent to the 110 vac inlet/plug on the device. The fuses were removed and the resistance of the fuses were measured with a calibrated lab inventory multimeter. It was observed that both of the fuses were blown. The reported complaint of "will not power on" is confirmed. Both of the fuses were blown, which prevented the device from turning on. Since the neptunes are 100% functionally tested during manufacturing assembly it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause cannot be determined as there is limited information available and the circumstances of use are unknown. The device may have encountered higher stresses than normal causing it to fail before its intended use life. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported unit "will not power on". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported unit "will not power on". No patient involvement reported.